Event description:
The customer reported the device is booting up going into the first splash screen, and then it reboots and just keeps cycling. There was no report of patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.